Manufacturer narrative:
Qn#(B)(4). The customer returned one loose clip from unit 544240 hemolok l clips 6/cart 84/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip had one of its pierced bosses damaged and the other pierced boss sheared off. The sheared boss was not returned. The sample appears used as there is biological material present on the clip. R & d was consulted and the observed damage appears to be consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the returned clip indicates that unintentional user error caused or contributed to this event. However, it could not be determined exactly how or why the clip broke. The reported complaint of "unable to clip vessel" was confirmed based upon the sample received. R & d was consulted and the observed damage to the clip appears to have been caused by improper loading of the clips or as a result of using damaged appliers. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. It is unlikely that the damage was present when the sample left the manufacturing site. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip is unable to clip the vessel and will bounce back when trying to clip the vessel.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot # 73f1700313 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is unable to clip the vessel and will bounce back when trying to clip the vessel.